Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. The heater wire was flexed away at the center of the hot jaw. The wire remained in place at the base and tip of the jaws. The jaws were observed to be cracked on the hot jaw indicting burn of device. It was also observed that on the cold jaw the silicone was lifted a result of burn of device. There were no other failures observed. An electrical evaluation was conducted. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. We were unable to reproduce any electrical failure. Based on the condition of the device as returned and the results of the investigation, the reported failure "environmental particulates" and "self activation or keying" was not confirmed, but was confirmed for analyzed failures "melted; jaw" and "bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro toggle was not even engaged and the pa noticed smoke just as she started to go down the lower leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro toggle was not even engaged and the pa noticed smoke just as she started to go down the lower leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.